Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that while at home, the patient experienced respiratory failure and coded. The patient was brought to the hospital and upon arrival, the patient was revived. It was further reported that the ventricular assist device (vad) was discontinued, and the patient was transitioned into palliative care. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, respiratory dysfunction and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of respiratory dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while at home, the patient experienced respiratory failure and coded. The patient was brought to the hospital and upon arrival, the patient was revived. It was further reported that the ventricular assist device (vad) was discontinued, and the patient was transitioned into palliative care. The patient subsequently expired.